Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and alarmed button error during normal use. Customer does not recall any significant events leading to the error, except that the pump may have been exposed to the rain. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.